Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence and that a cartridge alarm occurred during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process and a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 220-263 mg/dl.